Event description:
It was reported to manufacturer that the hand held screen would continuously freeze when attempting to interrogate vns pt's devices. The site requested a new hand held be sent to replace the non-working device. The hand held and software have been returned to manufacturer and are pending the analysis findings.